Event description:
"Pt states catheters are longer than normal and have caused urethral irritation resulting in blood in the urine and pain on and off for 2 weeks. Pt states doctor found no evidence of urinary tract infection and prescribed a natural antibiotic and uroseptic tea. No internal exam was done."